Manufacturer narrative:
(B) (4) - improper method, pt selection. The device was received. Investigation is not completed.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, bleeding continued. When the device was removed, the clip was observed deployed on the distal end of the device. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.